Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device failed the functional test volumetric standard right pressure leak alarm. This failure is unrelated to the reported issue. External/internal inspection was performed and passed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for a heart attack and fluid buildup in the heart. Prior to being hospitalized, the patient had just completed performing pd therapy at approximately 7:00 am and approximately 30 minutes later, experienced feeling disoriented, weakness, and felt like passing out. The patient was admitted to the hospital and was noted to have fluid buildup in the heart and experienced a heart attack. At the time of this report, the patient was recovering in a rehabilitation center. Pd therapy was discontinued on an unknown date and the patient was switched to hemodialysis due to his cardiac status. The patient¿s pd catheter is scheduled to be discontinued eventually. The patient stated the home choice did not have any alarms prior to the event of going to the hospital. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). This event occurred on an unspecified date in (B)(6) 2014. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.